Event description:
On (B)(6) 2014, it was reported that the patient's insertion device released unintentionally after the patient unlocked the device. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).